Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments. Analysis found that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: product ID ksr903 implantable pulse generator (ipg). (B)(4).